Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient tried to adjust therapy on their handset. They turned the therapy down to 1.0 on the old and the new program and reverted therapy. They report that the old and new program shoots electricity through them. The new program is set at 4.2 and 4.3. Patient wanted to know if they had to go to the doctor to get the numbers lowered because they are too high. Agent told the patient if the 4.2 and 4.3 are not the correct numbers when they hit revert then the doctor would have to change them. Otherwise, agent told the patient to manually lower the stimulation to a lower setting. Patient said they got a new battery in february and it hasn't worked since then. They also report that their left hand shakes. Patient has an appointment with their doctor on (B)(6) 2024 .